Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy. Customer's blood glucose (bg) ranged from 40 mg/dl to high. Customer consumed carbohydrates and administered a correction bolus via pump to treat elevated bg. Customer's wife provided the customer with glucose gels and glucagon shots to address low bg. Reportedly, customer continued to use pump for insulin therapy.